Manufacturer narrative:
Complaint conclusion: as reported, the wire from the handle piece of a 5f mynxgrip vascular closure device (vcd) came completely apart from the shuttle portion. The shuttle/handle disassembled during prep and became two separate pieces. The device never entered the 5f non-cordis sheath or the patient. The balloon of another 5f mynxgrip vascular closure device (vcd) lost pressure during pullback after inflation while inside the patient, before the balloon made it to the arteriotomy. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was mild vessel tortuosity, and the staff mentioned a calcified artery for the femoral angiogram. There was mild presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The staff was trained in the use of the mynx device. Additional information was requested but not provided. Two (2) non-sterile ¿mynxgrip vascular closure device 5f¿ units involved in the reported event were returned for investigation. The devices, which had the same catalog and lot number, were identified as ¿a¿ and ¿b¿ for the investigation. Visual inspection of the device identified as ¿a¿ revealed that the shuttle was engaged to the black handle. The syringe and procedural sheath were not returned with the device. The stopcock was found in the open position. The sealant was not received for evaluation, and the advancer tube was received in the shaft assembly. However, a distal portion of the shaft was separated. Additionally, the balloon was deformed, still mounted to the separated portion of the shaft, with an elongation observed at the distal tip. Per microscopic analysis, visual inspection at high magnification revealed that the balloon of the device identified as ¿a¿ was deformed, still attached to the separated portion of the shaft, with elongations observed at the distal tip. The reported event of ¿catheter-catheter detachment¿ was confirmed through analysis of the returned device since the distal portion of the shaft was separated. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the separated condition reported. However, prepping/handling factors are likely as evidenced by the elongation noted at the area of separation and the deformed balloon. It is likely that that the unit was subjected to a tensile force that exceeded the material¿s yield strength prior to the separation noted. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also cautions, ¿mynxgrip should only be used by a trained licensed physician or healthcare professional.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the wire from the handle piece of a 5f mynxgrip vascular closure device (vcd) came completely apart from the shuttle portion. The shuttle/handle disassembled during prep and became two separate pieces. The device never entered the 5f non-cordis sheath or the patient. The balloon of a 5f mynxgrip vascular closure device (vcd) lost pressure during pullback after inflation while inside the patient, before the balloon made it to the arteriotomy. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was mild vessel tortuosity, and the staff mentioned a calcified artery for the femoral angiogram. There was mild presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The staff was trained in the use of the mynx device. Additional information was requested but not provided. The devices will be returned for evaluation.